Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was diagnosed with an infection at the ipg site. The patient was given antibiotics to address the infection. The infection resolved over time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that surgical intervention was undertaken to explant the system due to infection at the ipg site.